Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down twice unexpectedly during therapy . The nurse called regarding pump , she was able to reboot the machine and it appeared to be working normally she did state that as it was shutting down there was a loud high pitched noise. She was advise to bring backup pump to bedside. Around 6:09am edt, another nurse called to say the pump shut down again, but they had located a backup pump which was at the bedside. They were able to successfully restart therapy, there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He inspected logs and found error codes 111, 112, and 118 indicating possible failure or loss of communication between exec processor and video generator boards. Obtaining feedback from ca lead fst, ordered and replaced video generator board and reloaded software. Using trainer and test catheter, pumped overnight while confirming no further unexpected shutdowns. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.